Event description:
It was reported the pt lost stimulation of her left side and passed out due to the pain she experienced with the loss of stimulation. The pt went to the emergency room where x-rays were taken and revealed the lead had migrated. The sjm rep met with the pt and although the lead has migrated, reprogramming was able to provide effective coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.